Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 325cc saline mentor smooth round moderate profile breast implant on the right side and an unspecified mentor smooth saline breast implant on the left side and experienced baker grade IV capsular contracture on the right side and unknown baker grade capsular contracture on the left side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 400cc mentor gel breast implants on (B)(6) 2020. This report is for the patient's right-sided device.